Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified vantive technician. Visual inspection of the machine showed that the tube/connector at the fiva valve (fuel injection valve actuation) was disconnected, which allowed the reported leakage. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. The reported condition was verified. The cause of the leak was the dislodged tubing, and the fiva valve was reconnected and fastened to address this issue. In addition, the bacterial filter was replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an ak 96 machine during priming. There was no patient involvement. No additional information is available.